Event description:
The 3max catheter was removed from the package and the hub was found to be broken. It did not come in contact with the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device cannot be found to return.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up report will be submitted upon completion of the device investigation.